Manufacturer narrative:
Sc-1132, sn: 119596. The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients battery was no longer holding a charge, and underwent an ipg replacement procedure. The patient was programmed postoperatively and got perfect coverage.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patients battery was no longer holding a charge, and underwent an ipg replacement procedure. The patient was programmed postoperatively and got perfect coverage.